Event description:
It was reported that the surgeon had started to final tighten all set screws of the construct after they had each been started into pedicle screws and intermediate tightened. While the final tightening this set screw, the set screw continued to turn without torquing out the final tightener. While continuing to turn, the set screw threads sheared off from the device and had to be collected from inside the wound. Surgeon claims the set screw did not feel like it was cross threading while he initially threaded it into the screw.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the expedium single inner setscrew was returned for evaluation. Visual inspection revealed that all of the threads had sheared off. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the expedium single inner setscrew was conducted on the family based on similar geometric design and functionality. This analysis found no emerging trends. The root cause for the set screw threads peeling off cannot be positively identified. However, it may be due to unanticipated forces being placed on the threads during insertion. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.